Event description:
Sex: unk. Procedure: hernia. Reportedly, 8 hours after implantation, the patient had a septic shock. No peritonitis sign. Bacteriologic sampling were negative. Another implant (same pco2015f) was placed. The first implant was left in place. The surgeon suspects an endotoxinic shock.